Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. Visual inspection has been performed on returned reader and signs of corrosion were observed. Moisture indicator sticker inside reader was activated to color red indicating the user got the reader wet. A large contamination of liquid ingress by a sticky substance that resembles jelly was observed. Sticky substance was found on the battery and other main pcba (printed circuit board assembly) components. Reader was not able to turn on using a known good battery, glucose strip, or connecting to computer. Liquid ingress might cause corrosion under the ic chips and components on the pcba (printed circuit board assembly) which is not able to be removed by applying isopropyl alcohol. Corrosion on the pcba (printed circuit board assembly) might affect the expected functionality of the reader. Investigation required a reader that was not modified by the user, as indicated by the activated moisture sticker where the user got the reader wet. Users were instructed to not allow the libre reader to get wet. Therefore, no further investigation can be conducted for this particular complaint as reader is no longer in its original condition or a condition to perform functionality testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been requested for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.